Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a guidewire stuck in the lumen. The distal end of the guidewire is kink/buckled in the distal tipnode of the lead. The distal end of the guidewire is unraveled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guide wire got stuck in the left ventricular (lv) lead. The guide wire could not be removed from the lead. The guide wire and lead were removed and replaced. No patient complications have been reported as a result of this event.